Manufacturer narrative:
The device is available to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an pgw .018 sv inter 180cm st wire are unwind and broke off in the patient. No injury was reported.